Event description:
It was reported that the shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. During prepping the balloon, the monorail of the balloon broke off. Another 3.00mm x 15mm nc emerge balloon catheter was selected and prepped for use. However, shaft fracture was noted as well. The procedure was completed with a different device. There were no patient complications nor injuries reported.